Event description:
The patient was undergoing a coil embolization procedure using a penumbra coil 400. During the procedure, the penumbra coil unintentionally detached. The physician indicated that there was extreme tortuosity and several manipulations which may have caused the event along with the physician applying too much pressure while pulling back the penumbra coil 400. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the pc400 coil was intact with the pusher assembly. The pet-lock was intact on the proximal end. The pusher assembly was kinked approximately 5.0 cm from the proximal end. Conclusion: the complaint has been evaluated. The compliant indicates that after several manipulations of the pc400 coil it detached and snapped; however, it was noted that the proximal end of the pusher assembly was snapped. Evaluation of the returned product confirms that the proximal end of the pusher assembly was kinked. This type of damage typically occurs if the product was improperly handled during the removal from the packaging hoop. The coil and pet lock were intact with the pusher assembly. The pxslim was not mentioned in the complaint and was functional. The root cause of this complaint cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.